Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A mayfield skull clamp was involved in a slippage during a patient procedure. The incident was described as; a mayfield skull clamp slipped during a procedure. There was patient contact, however, there was no injury involved. Additional clinical information has been requested.